Event description:
The customer reported, the system is displaying a regulator failure error, but the system continues to work. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the filament driver board and performed a filament calibration. System operates as intended. (B)(4).